Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attems were made to gather data from the rep. No additional information is available at this time. The following sections of this report have been left blank due to the information being unabailable or non-applicable: a1-a6 b6, b7 d6a, d6b, d7b, d10 g5, g7 h2, h4, h7, h9, h10

Event description:
"I was contacted by trent blanchard at dps this afternoon informing me they received 2 complaints today for screw fracture. The rep is submitting into their system and will provide images as well. Looking for two complaints for 1. (B)(6)- screw fracture 2. Dr. Unknown (dr. Branch's partner) - screw fracture".